Event description:
It was reported that the pt was experiencing an increase in seizures. The physician will try different device settings in an attempt to improve the pt's seizure frequency. Good faith attempts to obtain additional info from the treating physician regarding the pt's event and outcomes of planned intervention have been unsuccessful to date.